Manufacturer narrative:
The device is pending further evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the pump alarmed system error 322. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11: the device was received for evaluation. During evaluation, the device had a system error 322. A review of the event history log (ehl) revealed occurrences of 'system error 322' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be a faulty lower link switch. The lower auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.